Event description:
It was reported the customer received a button error alarm that they could not clear. The customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated their numbers were scrolling. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.